Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their up and down arrows are hardly working and insulin pump alarm power loss. The customer¿s blood glucose level was 96 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was unable to clear the alarm. Customer stated that all buttons were not responding. Customer stated that bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. Unable to perform self test, displacement test or verify unexpected battery power loss due to flattened dome switches. No stuck button alarm noted during testing.